Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger/modem was resetting and was unable to charge a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, there was contamination inside the charger and the current-controlling transistor q1 on the bedside pca was shorted. The shorted transistor was caused by the contamination. The root cause for u104 and u1003 failure could not be positively identified. The root cause of the contamination was ingress of unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was resetting.